Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customer. The device was not returned to brézins for investigation as repairs were carried out locally. Repairs report indicates that the "cpu board was replaced". Despite several requests for parts return and attempts to collect additionnal information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue could be linked to a defective cpu board but based on available information this cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "downstream sensor calibration fails. Downstream sensor test fails. Replaced downstream sensor. Pressure sensor still not reading. It means there is a problem on the cpu board. There is no visible damage on cpu board. Cpu board replaced, calibrations done, pressure calibration passed successfully. Batteries and the membrane are replaced. The software version updated to 2.2f version. Pm passed on (B)(6) 2022 " reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.